Event description:
It was reported that the acra-cut drill perforator bit was used in a procedure and it did not engage the clutch mechanism which caused a dural tear. The perforator bit was a (B)(6) product. The products were evaluated with biomedical engineering after the incident. It was believed that the medtronic products functioned as intended and the issue seems to be related to the (B)(6) (arca-cut) perforator bit. It was confirmed the procedure was completed with the reported products. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).